Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The customer technical support (cts) was told by customer that the tubing was loose (detached) in the retic module coming from valve (vl87). The fse was told that the customer replaced the tubing at valve (cvl87) to resolve the leak prior to the fse's arrival. The fse observed the differential heater and differential/retic heater harness were both affected (damaged) by fluid from the leak. The fse replaced the differential heater and the differential/retic heater harness cable (to diluter 4 board) to resolve the sensor alarms. During replacement, the fse broke the triple pinch valve for the diluent/clenz chamber (vc28) and replaced it. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported 1 ml of retic stain leaked from the coulter lh 780 hematology analyzer into the tray and the instrument was generating differential heater sensor bad errors (system message). The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.